Event description:
During an initial implant procedure, the leadless pacemaker (lp) was unable to be interrogated using conductive telemetry. The lp was fixated and was successfully implanted. Post-procedure, an increased capture threshold resulting in a loss of capture (loc) was observed on the lp. A revision procedure was performed, during the revision procedure the lp was unable to be retrieved due to being stuck under the tricuspid valve. The lp was deactivated and a new device was implanted to resolve the event. The patient was in stable condition.